Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 94% stenosed anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the internal carotid artery with mild calcification, mild tortuosity and 94% stenosis. The acculink self expanding stent system (sess) was advanced to the lesion but the stent could not be deployed. There was no problem with the deployment mechanism. Another same size device was used to complete the procedure. There were no adverse patient effects. No additional information was provided.